Event description:
The intraocular lens was removed and replaced at 2 weeks post operative due to the pt's complaint of unmanageable glare.

Manufacturer narrative:
Device was not received for evaluation. The device met all manufacturing specifications prior to release. Some visual effects may be expected because of the superposition of focused and unfocused multiple images.